Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing thresholds, noise, loss of capture and high out of range pacing impedance measurements. Reprograming of the device was performed and further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.